Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #0148781. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that the bd alcohol swab experienced a mix of product types in a pack and incorrect label information. The following information was provided by the initial reporter: consumer reported opening a box of the bd alcohol swabs and finding bd pen needles in the box. Stated there are no swabs in the box.. Stated she sees some pen needles with an orange paper tab that say 32g and some with white tabs that say 31g. Lot # 8295668, cat # 326895, date of event: 12/18/20.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alcohol swab experienced a mix of product types in a pack and incorrect label information. The following information was provided by the initial reporter: consumer reported opening a box of the bd alcohol swabs and finding bd pen needles in the box. Stated there are no swabs in the box. Stated she sees some pen needles with an orange paper tab that say 32g and some with white tabs that say 31g. Lot # 8295668 cat # 326895 date of event: (B)(6) 2020.